Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed high pacing impedances of greater than 2000 ohms. All other lead diagnostics were reported to have been normal. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.